Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low pacing impedance was noted which triggered an alert. Radiography indicated a hematoma. The hematoma was drained and everything was noted to be "normal." The physician suspected that the hematoma was the cause. The device remains in use. No further patient complications have been reported as a result of this event.